Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Lifetime asystole episode counter: 28.

Event description:
It was reported that the device may be undersensing at times which resulted in episodes of false asystole being recorded. The device remains in use. No patient complications have been reported as a result of this event.